Event description:
It was reported that the facility had problems with their programming system communicating with vns generators during a surgery. When the white usb to db9 serial adapter cable was replaced with a substitute black cable, the communication issues resolved. Attempts for product information of the suspect device have been unsuccessful to date. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.